Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 1990¿s in the USA. Pending revision of poly insert of the left knee due to poly wear.

Manufacturer narrative:
The revision reported in experience (B)(4) was likely the result of prosthesis wear due to over 18 years of being implanted.

Manufacturer narrative:
Section h10: (h1): the pending revision reported in experience is likely the result of prosthesis wear due to over 18 years of being implanted. Upon following up on the pending revision, the representative has stated that at this time the revision has not taken place and no further information was provided.